Manufacturer narrative:
Zoll medical corporation has not received the device for eval and the complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, the device inappropriately shut down. The complainant indicated that they powered the device back on and was able to successfully shock the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.